Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist reviewed the call recording. The patient stated that the alleged issue began on (B)(6) 2017. She manages her diabetes with insulin (no adjustments). She reported that she had been experiencing symptoms of shakes and sweats on (B)(6) 2017 and reported that that she self-treated her symptoms with food and/or drink (honey). The patient denied that she used another blood glucose device to obtain a result. At the time of trouble shooting, the cca confirmed that this was not the first time the subject meter was being used and the correct test steps were carried out. The test strips the patient was using had not expired and were stored correctly. After walking the patient through a retest the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.